Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the device was cleaned regularly per the instruction for use (IFU). The device is placed inside the operating theater, with the fan positioned away from the patient, near the outlet. The estimated distance between the surgery field and the device is approximately 2 meters a review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Laboratory report confirming the contamination was provided. There was no known patient involvement.